Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during central processing, the force feedback fenestrated bipolar forceps had melted plastic component of the jaws. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage was identified at the beginning of the decontamination process. The damage was observed after use in the operating room. Before then, no damage was noted. The damage was not identified during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. This instrument will be transferred to engineering for further investigation. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and the initial findings were confirmed. One of the bipolar yaw pulleys exhibited charring and localized melting to its outer surface near the base of the grip, indicating thermal damage. No other damage was observed to the instrument. The tool table from the procedure confirmed that monopolar instruments were in use during the same time as this instrument. The root cause of this failure is attributed to the user to inadvertent energy application from a monopolar instrument while in close proximity to the bipolar instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.